Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned due to hospital policy.

Event description:
It was reported that there was a revision of the ps insert exchanged due to extension issues.